Event description:
It was reported that placement of the proglide sutures were attempted in a moderately calcified common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). Reportedly, when the plunger was removed, no suture was attached. A second proglide was used for successful suture placement. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the proglide device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar no suture retrieval incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.